Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.

Event description:
Customer reports receiving a suspected false positive result on an unspecified date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Repeat cue covid-19 tests performed provided four negative results. Although requested, customer did not respond to technical supports three attempts to obtain further information.